Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver any energy when they performed a test defibrillation shock. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control made several attempts to contact the customer to confirm the status of the customer's device. No response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not deliver any energy when they performed a test defibrillation shock. There was no report of patient use associated with the reported event.